Manufacturer narrative:
Pc-(B)(4) date sent: 8/25/2023 additional information was requested and the following was obtained: replaced gun and removed reloads from the same batch. Stomach restapled with new gun and reload.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number u95y5c, and no non-conformances were identified. Manufacturing date: 12/12/2020. Expiration date: 11/30/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic conversion of sleeve gastrectomy to gastric bypass, ethicon echelon flex 45 powered ref:psee45a used for 1st firing with reload gst45b. Gun misfired discharging only 1 row of staples and the blade, leaving the proximal end of the stomach open. No further details were provided. No patient consequences reported.